Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. No scroll bar ramping numbers without button press noted.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 96 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.